Manufacturer narrative:
Device evaluation summary: the proportional solenoid (psol) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The psol pcb was assembled into the failure investigation test ventilator for analysis. The ventilator did not pass the power on self test (post). The fault was isolated to component u36 on the pcb. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the ventilator's pressure solenoid was replaced and is expected to be returned for evaluation. If the component is returned, the part will be evaluated and a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 740-ventilator was making an abnormal noise. The ventilator generated an alarm and a safety valve open (svo) message was displayed. The patient was manually ventilated via ambu bag and transferred to an alternate ventilator without any harm reported.